Manufacturer narrative:
(B)(4). One used lf1537 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released upon meeting all quality requirements.

Event description:
The customer reported that during the procedure the device did not seal properly. There was no patient injury reported. There was no bleeding over than 500 cc and the surgical time was not extended. The event did not prolong the patient¿s hospital stay.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.